Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and resolved the issue by replacing the leaking pre-trigger/trigger manifold. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed discrepant hepatitis patient results on the architect i1000sr analyzer. Two different samples from the same patient were received by the customer (one from the ed and one from ICU). Both samples were tested at the same time. Sample from ed. Sid (B)(6). Results were not reported out. Core = 0.7 s/co (nonreactive) hbsag qualitative = 50.79 s/co (reactive) retesting in duplicate is required per package insert. Ausab = 15.76 miu/ml(reactive) no retesting is required. Sample from ICU. Sid not provided. Core = nonreactive. Hbsag qualitative = nonreactive. Ausab = nonreactive. The customer repeated the sample from the ed. Repeat results for hbsag qualitative and ausab were nonreactive matching the ICU sample. The customer is concerned that the false reactive ausab result could have been reported out since no retest is required. It was caught in this instance only because it did not match a second sample from the same patient. Service was dispatched to inspect the architect i1000sr analyzer and identified a slow leak coming from pre-trigger/trigger manifold. No impact to patient management was reported.